Event description:
It was reported that the patient had not received good therapy since implant. It was noted that a dye and roller study were conducted on the day of report. There were reportedly no volume discrepancies at refills. Notably, there were no active alarms at the time of report. The pump was infusing bupivacaine, baclofen, and morphine. It was later reported that the patient had a normal dye study. It was further reported the patient had a roller study done on (B)(6) 2014, but she did not have a dye study done on (B)(6) 2014. It was also reported the patient needed a catheter revision. The patient was still waiting on having a revision, but then it was noted the reporter wasn¿t sure about that either, referring to the need for a revision. It was later reported the lack of pain relief was believed to be a cause of the catheter. A revision was going to occur. Other medications the patient was taking at the time of the event included oral dilaudid 4mg every 4 hours as needed and oral baclofen 10mg 2 to 3 days for spasms. It was noted the cause of the event was an unknown catheter issue. It was noted the pump had been ruled out and it was not believed the event was due to a medication issue. The health care provider (hcp) didn¿t think the compounded medication was the issue either. In terms of troubleshooting, intervention or actions taken, it was noted the rotor study had been performed. The patient was awaiting the catheter revision and it was noted there had not been a change in symptoms. The device manufacturer representative didn¿t know when the revision was to occur and insurance was noted as an issue; however, it was unclear if the insurance issue was related to this event or a previous catheter event (refer to manufacturer report # 3004209178-2014-12012 for the previous event. It was then reported the patient was to have the catheter re-inserted, not a new one placed on (B)(6) 2014. The catheter had backed out of the intrathecal space and they planned to put it back in. No cause was noted.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).